Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's positioning was delayed due to torque transfer difficulties with the catheter. Once the device was fixed, long tether mode could not be activated so the device was retrieved as a result. Once removed, it was noted that the device could not be released from the delivery catheter. The device was replaced, and a new device implant was attempted. While trying to fixate the new device, the new catheter would not transfer torque, and the device failed to be positioned. The implant was ultimately abandoned. The patient was in stable condition.